Event description:
It was reported that the pt's lead had pulled back at least 9 mm somewhere between the post-operative x-ray (taken to confirm location) and post-operative x-ray to confirm neurostimulator placement. A revision was performed where the lead was then pushed back to the correct position in the brain. After the revision, the pt was reported as doing well with appropriate stimulation achieved.

Manufacturer narrative:
(B)(4).